Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. Pump received with cracked reservoir tube lip, cracked case near display window corners, and minor scratches on display window noted.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the buttons on the insulin pump was sticking. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.